Event description:
Transport ventilator was turned on, calibrated and placed on patient. Functioning properly until patient given sedation, and then a red "service alert" alarm flashed. The alarm was silenced and the alarm screen disappeared and the ventilator appeared to function appropriately. Then during transport from picu to CT scan, the alarm occurred again and the patient began to desaturate. The fio2 was increased and the saturation improved. In the CT scan room the patient gas source was attached to the wall outlet, and the patient saturation was stable during that time, however the alarm continued intermittently while the ventilator continued to function appropriately. While transporting from CT back to picu the patient began to desaturate, and when increasing the fio2 from 40 to 60%, there was no improvement in patient saturation. The patient's saturation was in the mid 80's upon return to the picu and when placed on another ventilator at a lower fio2, the saturations were 100%. The patient had et co2 monitoring during the entire transport and this was never compromised, with values maintaining at 38-40%. The transport ventilator was checked by clinical engineering after the event. It was noted that the ventilator does not have a way to display the actual fio2 values, only the set value. Another problem with the design of the ventilator, is that when a service alert is issued, no details of the problem is given. There is a service code written to the service log, but that information goes away when the ventilator is shut off.